Manufacturer narrative:
Additional information: b5: patient is fine with the result. Claim# (B)(4).

Manufacturer narrative:
Work order search found no similar complaints. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticm512.6 implantable collamer lens of -4.0/4.0/58 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2021. Low vault with rotation and refractive suprise were observed.